Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the vena femoralis communis, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found frayed fibers on the proximal end of the balloon. An inflation attempt was made and a pinhole rupture was noted on the distal cone at the location of the frayed fibers. Therefore, the investigation is confirmed for a pinhole rupture and for frayed fibers. However, although no signs of retraction issue were identified on the balloon, the investigation is inconclusive for the reported retraction issues as the device was unable to be fully functionally tested due to the returned sample condition. It is likely that the balloon rupture contributed to the frayed fibers. However, the definitive root cause for the identified issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2021).

Event description:
It was reported that during an angioplasty procedure in the vena femoralis communis, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.